Manufacturer narrative:
A touchscreen assembly was returned for analysis. The failure investigation (fi) technician installed the touchscreen user interface assembly into a known good ventilator to duplicate the reported issue of touchscreen failure that will not calibrate. The touchscreen issue could not be replicated. No-fault was found.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
The customer reported that the ventilator's touchscreen panel did not respond occasionally when the device was on a patient. The device was providing treatment to a patient at the time the issue was discovered. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). The fse calibrated the touchscreen, however, the phenomenon was not resolved. The touchscreen was replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.